Event description:
It was reported to medtronic neurosurgery that the ventilator catheter could not connect to the valve tightly and caused fluid to leak. According to the report, it is unk if the catheter and valve were sutured together.

Manufacturer narrative:
Ten centimeters and 8.5 segments of ventricular catheter were returned. The 8.5 cm segment of catheter was returned split in half. It is unk how or when this damaged occurred. The reported event could not be duplicated by lab personnel. It is unk how or what caused the reported event. The instructions for use that accompanies the product cautions that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our catheters are 100% inspected at the time of MFR.